Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the field representative could not interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services provided troubleshooting options. A magnet reset was performed multiple times, and the field representative heard an alternating tone pattern after each one however, could still not interrogate the device. At one point, she could see the patient's device briefly however, still unable to connect on the programmer. Technical services suspects the device is still functional however, cannot guarantee device operation if we are unable to interrogate it. It was recommended to evaluate again and possibly try another programmer. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative could not interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services provided troubleshooting options. A magnet reset was performed multiple times, and the field representative heard an alternating tone pattern after each one however, could still not interrogate the device. At one point, she could see the patient's device briefly however, still unable to connect on the programmer. Technical services suspects the device is still functional however, cannot guarantee device operation if we are unable to interrogate it. It was recommended to evaluate again and possibly try another programmer. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative could not interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services provided troubleshooting options. A magnet reset was performed multiple times, and the field representative heard an alternating tone pattern after each one however, could still not interrogate the device. At one point, she could see the patient's device briefly however, still unable to connect on the programmer. Technical services suspects the device is still functional however, cannot guarantee device operation if we are unable to interrogate it. It was recommended to evaluate again and possibly try another programmer. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
"This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Event description:
It was reported that the field representative could not interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services provided troubleshooting options. A magnet reset was performed multiple times, and the field representative heard an alternating tone pattern after each one however, could still not interrogate the device. At one point, she could see the patient's device briefly however, still unable to connect on the programmer. Technical services suspects the device is still functional however, cannot guarantee device operation if we are unable to interrogate it. It was recommended to evaluate again and possibly try another programmer. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced successfully. No additional adverse patient effects were reported.